Manufacturer narrative:
Additional information: the reported field event of a capture and impedance anomaly was not confirmed. The device was found to be normal on the bench. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13959. It was reported that when the patient presented at a follow-up in-clinic, no capture and high pacing lead impedance was observed on the left ventricular lead. Programming changes were made to deactivate the lead. The patient later presented for a generator change out and the impedance values were in the normal range. It was suspected that the old device contributed to the high impedance. The patient was stable before during and after the procedure.